Manufacturer narrative:
The customer indicated the device was discarded. This report represents all info known by the reporter upon query by hospira personnel. (B) (4).

Event description:
The customer contact reported the silicone sleeve of the clave port remained in the opened position; subsequently, blood loss was noted. The primary tubing set was being used to deliver an unspecified solution. After an unspecified length of time in use, a 10ml syringe of atropine 0.1mg/ml was connected to the clave port of the primary tubing set. It was reported that after the syringe delivery was completed, difficulty was reported while removing the syringe from the clave port. After the syringe was removed from the clave port, it was noted that the silicone sleeve of the clave port remained in the open position and an unspecified volume of blood loss was noted. The primary tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no delay in therapy critical for this pt. No medical interventions were required. Though requested, no add'l info was provided.